Event description:
Customer reported a past event where blood glucose level dropped to 48 mg/dl, and the cause of the low level was unknown. To address the incident, the customer consumed carbohydrates, and control software was active on the pump during the event. Technical support advised the customer to consult with a healthcare professional to further investigate the issue. The customer understood the recommendations given.